Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon had difficulty inserting the articular surface. Surgery was completed with another articular surface of the same size.